Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump and has a backup insulin pump for continued insulin therapy. Customer¿s blood glucose level was 90-95 mg/dl. Additionally, it was reported that the wake button was not working. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.